Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information; however, no further information was known or received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the system was explanted for an unknown reason at an unknown date. No further information was provided at this time.